Manufacturer narrative:
The returned camera and usb cable did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The camera was found to be out of calibration and the usb cable had a loose connector. A medtronic representative replaced the computer, camera, and cables and the issue was resolved. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic representative reported that the psu/scu (camera) is cycling, displaying black status. There was no pt present.